Event description:
It was reported that during insertion the swg was kinking. As a result, the swg was removed and a new kit was opened to complete the procedure. This event occurred in the ICU. There was a delay in therapy, but no harm was caused to the patient. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4).